Event description:
It was reported that an extension set leaked at the connection between the device and an unspecified set. This occurred during priming with abatacept. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured from july 16th to july 18th, 2014. Evaluation summary: the device was received for evaluation. Visual inspection did not reveal any evidence of a leak. Functional testing as well as fluid pressure testing did not show any signs of leakage. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.